Event description:
The initial complaint was reviewed and found not reportable. It was clarified there were no intra or post-operative complications and the patient outcome was the patient was healed. There was no report of a malfunction or adverse event associated with the product.

Manufacturer narrative:
This report is for an unk - screws: metaphyseal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an orif of a closed trimaleolar fracture of the right ankle. Primarily repaired the right ankle syndesmosis and the deltoid ligament a right ankle. The patient has previous acute weber c per 4 ankle fracture. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. There was no complication postoperatively. No further information is available. This complaint involves one (1) device. This report is for (1) unk - screws: metaphyseal. This is report 1 of 1 (B)(4).